Event description:
The customer reported that the patient was up walking and noticed the IV set had come apart and blood was leaking. The user found the tubing separated from the needless y-site. This occurred during a normal saline 100ml/hour infusion in which the extension set was connected to the IV catheter and the other end was connected to primary IV set. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.